Event description:
Info was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. The patient states he had labile blood glucose for several days prior to the hospitalization. On the same day, he was hospitalized and treated with IV fluid and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.